Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 300 mg/dl and current blood glucose was 315 mg/dl. Customer reported the following symptoms related to their high blood glucose was just dry mouth. Customer treated high blood glucose with the insulin pump and then blood glucose went down to 170 mg/dl and then hours later back in 300s mg/dl without eating anything. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. Customer cannot get blood glucose between 250 mg/dl. Customer changed set and haven't eaten anything and right now blood glucose was 315 mg/dl. Recurring high blood glucose since getting back on pump correct. Performed displacement test and results was no reservoir detected. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.